Event description:
It was reported by a company representative that a patient¿s generator could not be interrogated. The company representative tried using 3 different programming systems, replaced the wand batteries in all of them, exchanged the serial cables and wands, and was able to communicate with her demo generator using all of the devices. She said the generator could be palpated so she knew she was holding the wand over the generator and it was not too deep. She was also leaving about half an inch between the generator and wand. She was getting error code 310. Electromagnetic interference was not suspected to be an issue because other generators were able to be interrogated in the same location. The generator had been interrogated successfully in the past. The patient's mother states the patient picks at it a lot and may have damaged the generator by doing so. Clinic notes for the visit were received. The notes provide that the patient was having breakthrough seizures in spite of being on the appropriate medications in (B)(6) 2018. However, since then with the change in his medication regimen, he has done well. The vagus nerve stimulator appears to be not working and replacement was arranged. It was surmised that the vns device had failed and needs replacement. Additional relevant information has not been received to-date.

Event description:
Follow-up from the company representative was received providing that the vns device is perfectly fine. The mother and neurologist had forgotten that the patient has a defibrillator on the left side and that the vns was on the right side. The physician could not get a signal because the wand was not being held in the correct location. The surgery was cancelled. The physician increased the duty cycle.